Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'unable to hold charged, pumps turns off' which was reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed battery cell. The battery cell requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that as soon as the spectrum wireless battery module was unable to hold a charge, when unplugged the pump turned off. The event happened during infusion (medication, dose, programmed amount and delivery rate unknown) at the medical surgical floor department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.